Manufacturer narrative:
The pt was randomized for one-vessel disease. A staged procedure was not planned. The indication for the index procedure was stable angina pectoris. The target vessel was the proximal lad. The vessel was a native coronary artery. Reference vessel diameter was 3.5mm. Lesion length was 25mm. Pre-procedure diameter stenosis was 70% and post procedure was zero percent. Timi flow pre and post procedure was iii, respectively. The lesion was denovo, with no major side branch involvement. The lesion was heavily calcified and readily accessible at proximal segment. Lesion classification was type c. Predilatation was not performed. Three hydrophilic guide wires were used along with a 6f-guiding catheter. A stent was deployed at 16 atms. Post dilation was done due to stent under expansion using a 4.0x15mm balloon at 16 atms. Ivus was not used. The pt was discharged in 2007, on 100mg aspirin, 75mg clopidogrel. Statins, and beta-blockers. During the one-month follow-up, the pt was asymptomatic and compliant with the antiplatelet regimen. An ECG was performed, however, results are not available. Approx six weeks post index procedure (2007) the pt underwent revascularization to two non-target vessels (proximal rca and proximal circumflex). There was no evidence of myocardial infarction. At the target lesion timi flow was iii, diameter stenosis was zero percent, and there was no peri-stent restenosis, in-stent restenosis pattern or aneurysm formation. The event was reported as unrelated to the index procedure and device. During the six-month follow-up the pt was asymptomatic and compliant with the antiplatelet regimen. During the one-year follow-up (2008) the pt reported angina pectoris and was compliant with the antiplatelet regimen. An ECG and coronary angiogram was performed, however, results were not provided. Please note: is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.

Event description:
A report was received from the study indicating that during the index procedure there was no re-flow. The event was reported as unrelated to the cordis device.